Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10.0 mg/ml morphine at a dose of 3.413 mg/day via an implantable pump for non-malignant pain, other chronic/intractable pain (trunk/limbs), and other non-malignant pain. It was reported that the patient experienced withdrawal symptoms due to the empty pump reservoir and was treated with IV morphine at the hospital/emergency department (ed) all on (B)(6) 2016. The patient was at the clinic and the representative was contacted by the hcp as they programmed a bridge bolus and had questions regarding it even though there was no concentration change. Additional information was received on 2016-nov-22. The patient was in the office for a pump refill and had gone to the emergency room (ER) over that weekend due to the pump being empty. The pump was interrogated on (B)(6) 2016 by the hcp¿s staff and a refill was performed. The representative was notified on 2016-nov-21 that the patient was brought into the office for an immediate refill. The empty reservoir had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.